Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. When the stapling was incomplete, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully cut and partially staple (staples missing from the staple line)? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)?

Event description:
It was reported that during a rectosigmoidectomy procedure, when firing the device, occurred a load failure. Therefore it did not make the entire row of clamps, leaving the stapling incomplete. The doctor used concluded the procedure with same like product.

Manufacturer narrative:
(B)(4). Batch # n54829. Device evaluation: the analysis results showed that one ecr60b reload was received partially fired 1/3. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.